Event description:
It was reported that noise and high capture thresholds were noted on the right atrial (ra) lead via a review of remote transmission. The lead oversensed the noise and did not deliver pacing, however, the patient was not dependent. Diagnostic imaging was done, and a lead fracture was noted. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition with no adverse events.